Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Currently the investigation is ongoing. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the reprocessing technique of the technicians involved with this scope. It was noted that the customer uses a third party flushing pump during manual cleaning / manual flushing, manual high-level disinfection, rinsing, and alcohol flush. No other observations were reported. The subject scope is still pending subsequent olympus evaluation. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope tested (B)(6) for (B)(6). There was no reported associated patient infection. The scope was not eto sterilized before the (B)(6) culture.

Manufacturer narrative:
A review was performed of the sampling technique and circumstances for the sample that tested positive. The review found that at the time the sample was taken, cardboard was taken into the sampling room from outside the room.

Manufacturer narrative:
This supplemental report is being submitted to provide probable cause information. Insufficient reprocessing due to improper reprocessing procedure is a probable cause.

Manufacturer narrative:
This is to correct medwatch #2951238 - 2018 - 00758 follow up 01 h10 verbiage. The verbiage states that the supplemental is about device evaluation; it is just about additional information. As part of the pms study, the scope was sent an independent laboratory for ethylene oxide (eto) sterilization and returned to service center for a physical device evaluation. A visual inspection on the returned device was performed and found a black mark inside the scope when inspected with a service center boroscope. The black mark was found inside the instrument channel from the biopsy port side. The channel was further inspected and found scratch marks inside the instrument channel from the bending section side and biopsy port side. There is also evidence of kinks inside the channel from the bending section side. The suction channel was checked and found scratch marks from the scope connector side. Additionally, the image was checked; the image is working normal. The scope passed the leak test. The scope was purchased on september 21, 2015 and the last time the scope came in for service was september 27, 2018. Also, as part of the post market study, the referenced scope was sent to an independent laboratory for re-culturing. The sample which was collected from the endoscope tested positive for micrococcus luteus (total colony count: 4cfu).